Event description:
The customer reported the ventilator went vent inop and alarmed during operation. The customer reported the unit was not in use on a patient therefore, there was no patient involvement or harm. The manufacturer's service technician was unable to duplicate the customer reported event, however review of the ventilator log history indicated a 24 / 12 volt failure occurrence during operation with a vent inop occurrence during subsequent power on. The customer did not know if the noted failure occurred while in use on a patient, and there was no reported patient harm. When a 24 / 12 volt failure of the ventilator occurs during use and the ventilator shuts down, an audible power fail alarm will activate. Final testing was performed and passed per operating specifications.